Event description:
Doctor reported events of asthma, hemoptysis, interstitial lung disease, and bronchiectasis from journal article: "major respiratory adverse events after laparoscopic gastric banding surgery for morbid obesity", respiratory medicine (2012) doi:10.1016/j.med.2012.05.002.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Asthma, hemoptysis, and interstitial lung disease are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for this event.